Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter stuck on the wire. The totally occluded target lesion was located in the mildly tortuous iliac vein. A angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. Upon the second run, it was noticed that the catheter was "a little bit sticky" during advancement. The device was removed, the wire port of the catheter was flushed and re-introduced to complete the case. No patient complications were reported and the patient's status is great.